Manufacturer narrative:
Insulin pump passed the operating current, unexpected restart error test, and displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump's clear connector cap was chipping off when she removed it from the reservoir compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.